Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A healthcare professional reported that the vacuum was slow during the cortex mode of a cataract extraction with intraocular lens implant (iol) surgery. The system was exchanged. The surgery was completed with no harm to the patient.

Manufacturer narrative:
The company service representative examined the system and was unable to replicate the reported event. The company service representative tested two handpieces along with two tips, and found that one tip needed more vacuum to pull fluid than the other tip did. The system was then tested and met all product specifications. The system was manufactured on august 16, 2006. Based on qa assessment, the product met specifications at the time of release. The system was found to meet specifications; therefore, the root cause of the reported event cannot be determined conclusively. (B)(4).